Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The driver spine clamp was reportedly defective. Next steps included instrument replacement. No further information was provided.